Manufacturer narrative:
H11: h2: corrected data on: g3 (date received by manufacturer).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a subscapularis tendon repair, a healicoil knotless anchor broke due to the hard bone. The procedure was completed using a back-up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5 and h6 (event description and health effect - impact codes).

Event description:
It was reported that during a subscapularis tendon repair, a healicoil knotless anchor broke due to the hard bone. All the pieces were removed with tweezers. The procedure was completed using a back-up device in the originally drilled bone hole and the site was cleared of all debris prior to insertion of the anchor. The instrument to prepare the insertion site was a 3.8 gold awl. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the distal tip material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A review of the proximal anchor material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.